Event description:
A nurse reported the system did not perform the aspiration. The timing of the event in unknown. The procedure was completed after exchanging the system and accessory. No patient harm was reported. Additional information has been requested but none has been received.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).